Event description:
It was reported that there were high thresholds. Both the rv (right ventricular) and lv (left ventricular) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the right ventricular (rv) lead was capped and the remainder of the lead is still in use. A previously implanted lead was reactivated and is being used for pace/sense. No patient complications have been reported as a result of this event.